Event description:
It was reported that patient underwent revision procedure utilizing finn knee components in 2003. Subsequently , patient dislocated prosthesis and revision procedure was performed in 2004. Wear noted on explanted components.